Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect/invalid.

Event description:
It was reported "the issue was with the pt.'s ivad. The ivad was accessed to the pt. And was hep locked and mom noticed that the cap and the cap connector at the end of the lumen completely came off on it own. There is a clean break from the from the lumen and cap connector."